Event description:
Patient had central line inserted on 5/20/94 for chemotherapy which was initiated several days later. Patient developed dyspnea and was admitted for pleural effusion. Approx one week later it was identified that possibley the cvl either became dislodged or erroded thru vessel and fluids were going into chest cavity.